Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction", secondary to "cylinder tube at pump broken". As reported to co, the pump and some assembly kit component(s) only were removed and replaced.